Event description:
It was reported that the deep brain stimulator was turning on and off when the pt was close to or used his cell phone. No pt symptoms were reported. The pt was at home at the time of the report. His status was reported as good. Additional info has been requested. A follow-up report will be submitted if additional info becomes available.

Manufacturer narrative:
See scanned page.